Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no drips of insulin were seen out of the end of the tubing during fill tubing. The user removed the tubing, primed the tubing, and no drips of insulin were seen out of the luer lock. The user successfully loaded a new cartridge. The user's blood glucose level was 153 mg/dl.